Event description:
The home care provider (hcp) reported the following information: (1) a pt was smoking in bed while using a companion 590 oxygen concentrator. (2) a fire resulted. (3) the pt was transported to the hosp where they expired. (4) there was no noted device error or malfunction . (5) the pt had previously been taught oxygen safety by the hcp.